Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mmx16mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent scratched with the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the most distal stent strut row with struts lifted and flared outwards. The undamaged crimped stent outer diameter was measured and the result was with in maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found a hypo tube kink 90 mm distal to the distal end of the strain relief (measured with ruler). A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mmx16mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the proximal end of the stent scratched with the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.